Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a hole in the lower right part of the bag. This issues was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g1: device manufacturer name: availmed (previously submitted as baxter healthcare - englewood). Correction made to g1: device manufacturer address 1:c. Industrial lt. 001 mz. 105 (previously submitted as (B)(6)) correction made to g1: device manufacturer city: tijuana, baja california (previously submitted as englewood). Correction made to g1: device manufacturer state: na (previously submitted as co). Correction made to g1: device manufacturer country: mexico (previously submitted as united states). Correction made to g1: device manufacturer postal code: 22444 (previously submitted as 80112). H4: the lot was manufactured from february 21, 2020 - february 23, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a small tear at the lower left side edge of the bag. Functional testing was performed which revealed a leak at the affected area. Additional magnified inspection verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.